Event description:
It was reported that this right ventricular (rv) lead exhibited increased threshold measurements immediately post atrioventricular (av) node ablation procedure. Subsequently, device reprogrammed and the patient was discharged. Ultimately, the patient returned to the hospital after having experienced a syncopal episode. Upon further review of electrograms (egms), loss of capture with asystole of greater than two seconds was observed. As a result, the patient underwent additional surgical intervention and the rv lead was explanted and replaced. Increased follow-up is scheduled for this patient. No additional adverse patient effects were reported.